Event description:
A customer reported a damaged minicap transfer set in the form of a fractured twist clamp. This event occurred during patient dialysis, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.